Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4); smartablate pump, model # m-4900-08, s/n: (B)(4); lasso nav catheter, model # d-1343-01-s, lot # 17529662l; soundstar eco catheter, model # m-5723-17, s/n: (B)(4); st. Jude medical sl1 transseptal needle, lot number unknown; st. Jude medical sl1 8.5fr sheath, lot number unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 600ml. Patient was reported to be in stable condition. Patient required one extra day in the hospital as a result of the adverse event. Patient outcome is reported as unchanged. There were no factors cited that may have contributed to the adverse event. Physician was not sure about the cause of the adverse event. It was noted that all precautions were taken throughout the procedure, 2 optimal transseptal punctures were visualized via intracardiac echocardiogram, and there were no high force readings. Transseptal puncture was performed with a st. Jude medical sl1. Sheath used was a st. Jude medical sl1 8.5 french. Generator was on power control mode with power cut-off at 35 watts and temperature cut-off of 50 degrees celsius. Generator parameters at the time of injury included power at 35 watts (not titrated), temperature unknown, and no impedance spike (even while ablating at 35 watts). Overall ablation time at the site of injury was seconds. It was noted that the physician was not sure when the injury occurred. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant during the procedure with activated clotting times maintained between 300-350 seconds. International normalized ratio (inr) was noted to be 2.4. There were no errors reported on any bwi equipment during the procedure.